Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that insulin pump had audio vibrate and beep anomaly. The customer¿s blood glucose level was 154 mg/dl. The troubleshooting was performed for the audio anomaly. Customer reports they did not hear beeps when audio volume settings were saved. The device will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures error during self test and confirmed in the device history due to broken pin keypad assembly.